Event description:
2 of 2 reports: other mfg report number: 1121308-2022-00064. Regenerative medicine (2016) published: "use of a bioartificial dermal regeneration template for skin restoration in combat casualty injuries." Military personnel who survive combat injuries frequently have large soft tissue wounds complicated by concomitant injuries and contamination. These devastating wounds present a therapeutic challenge to not only restore the protective skin barrier but also to preserve tendon and muscle excursion, provide protective padding around nerves and restore adequate joint motion. Accordingly, regenerative medicine modalities that can accomplish these goals are of great interest. The use of bioartificial dermal regeneration templates (drt), such as integra drt (integra lifesciences corporation, plainsboro, nj, USA), in the management of complex soft tissue injuries has an important role in the reconstruction of war wounds. These drts provide initial wound coverage and help establish a well-vascularized wound bed suitable for definitive soft tissue coverage. There are several important limitations to this study. As a retrospective series it relies on existing records and suffers from the usual biases and incomplete data of any record review. While we were able to identify 280 wounds in 190 patients, complete data were only available for 251. There were 29 records with incomplete data or 10% of the total dataset. Further, the search method utilized only captured patients where the search terms were included in the surgical booking system. There may be instances where an integra drt was utilized, but was not included in the surgical booking system: these patients would not have been included in our dataset. Among the 251 wounds for which treatment and outcome information was available, there was one death following drt placement but prior to definitive closure; mortality was not the result of drt failure or associated wound complication. Two regeneration templates were completely lost due to infection. Of the remaining 248 wounds, 198 (80%) were treated with stsg, 15 (6%) were treated with ftsg, 16 (6%) were covered with a local or free tissue flap, 11 (4%) were treated with dpc and eight (3%) limbs required amputation or revision of the amputation to a higher level. For the wounds definitively covered with flaps, in eight instances the drt was used at the time of, or subsequent to, flap placement, frequently to cover flap edges and then typically skin-grafted. In other cases, where the drt was used prior to flap coverage it was frequently done to cover vital structures and those prone to desiccation, often as a temporizing measure to allow wounds to evolve over multiple debridements, establish hemodynamic stability off pressors and permit overall stabilization of the clinical picture prior to free tissue transfer. In no instances in our series was the decision for flap coverage based on loss of the drt. Overall a total of 78% (217/280) of these combat wounds healed after the first attempt at definitive closure following integra treatment. When wounds with incomplete documentation are excluded, the success rate was 86% (217/251). This report is for adverse events: infections x2, revision surgeries/amputations x8. Two regeneration templates were completely lost due to infection. Eight (3%) limbs required amputation or revision of the amputation to a higher level. We reported two cases of complete regeneration template loss; however, partial loss is difficult to calculate as a result of the same interobserver variability described above and limited documentation in the electronic medical record. However, we found no cases were possible partial loss contributed to wound closure failure or failed reconstruction, so partial loss of a drt is likely of limited clinical significance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the most probable root cause is most likely attributable to the underlying health conditions of the patients within the study. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.